Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement ext scu to r/a psu cable shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative, following-up at the site, updated the (B)(4) version, and this resolved the issue. No further issues have been reported.

Event description:
A medtronic representative reported that a site is alleging issues with their navigation system camera. When they turn on the navigation system, the left green light blinks, and when they go into the software the camera is cycling every minute. No further details were provided. There was no patient present when this issue was identified.